Event description:
It was reported that iab was inserted via subclavian approach. The iab was in use for less than one week when a rupture was suspected. The iab was exchange. There were no reported patient complications. See 1219856-2005-00076 and 1219856-2005-00077 for previous events involving the same patient.